Event description:
It was reported to nova biomedical, that a consumer went to the hospital because she was not felling well. At the hospital, a blood glucose test was taken with the nova meter and test strips getting a result of 155 mg/dl. The hospital took a blood glucose test with their meter getting a result of 36 mg/dl. Tests were taken within minutes of each other. It was determined that she was experiencing a hypoglycemic event. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.